Event description:
Litigation alleges the patient suffers from pain, discomfort and elevated metal levels in the blood. Update rec'd (B)(6) 2014 - pfs received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update received (B)(6) 2014. The sales rep has reported the revision surgery. Patient was revised to address pain and elevated chromium levels. Complaint was updated on (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).